Event description:
When the nurse pressed volume history to get the totals, the nurse claimed the total volume displayed 86 ml. She cleared the volume. Even though she thought that this number should have been higher, she recorded this number in the pt record. When we checked the event history, the pump says it displayed 219 ml delivered.